Event description:
It was reported that the patient experienced a burn at the site of the grounding pad during the procedure. Initial placement was left flank, replacement was the right flank. The burn was red, and had a white blister believed to be a 2nd degree burn. The staff treated the burn and covered with a bandage.

Manufacturer narrative:
A manufacturing review was completed for lot 059983, with all relevant manufacturing records retrieved from the archive and reviewed. This review identified no issues that could have impacted product quality. There have been no reported issues or confirmed complaints against this raw material or finished good lot. The it was confirmed that the skin was not prepped appropriately. The IFU instructions were not followed for skin preparation prior to use of the grounding pad. As the skin was not prepared in accordance with the IFU, this complaint has been attributed to use error.